Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician could not confirm the reported issue. However, e/c 1102 was found in the error log. The manufacturer¿s international service technician replaced the speaker connected to the mc board to prevent recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported that the "check vent: primary alarm failed" alarm occurred. There was no patient involvement.